Event description:
Serious injury. Sales rep found out about post operative case regarding a pt who has had 2 fluid infections.

Manufacturer narrative:
As part of a quality systems improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 2 event associated with this event type (serious injury) and product code (kky).